Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016.

Event description:
During the replacement of the device due to advisory for premature battery depletion with implantable cardioverter defibrillator, interrogation revealed interference on the ventricular lead. The threshold capture test was not able to be performed and impedance values were high. Also inappropriate therapy had been delivered due to noise. The device was explanted and replaced, with noise still being noted on the device following explant. The ventricular lead values were checked following device replacement and all values were in range. The patient was in stable condition following the procedure.

Manufacturer narrative:
The device was returned for noise and inappropriate therapy. The device was tested on a cardiac simulator and noise was seen. The device image was further reviewed and the registers indicated the device had reached eri (elective replacement indicator) and eos (end of service) after explant. The device was then cut open and the battery voltage measured greater than eri. The connections to capacitors were also measured. The connection from one of the capacitors (c10) to vrefadc (the internal power supply) was found to measure higher than normal resistance. The high resistance between the c10 capacitor and the internal power supply caused intermittent instabilities on an internal voltage supply, causing the noise which then lead to the inappropriate therapy. The unstable internal supply also caused unstable battery voltage measurements as shown by the erratic daily battery voltage measurement trend from the image. As a result, the device incorrectly registered reaching eri and eos.